Event description:
Information received via complaint form is indicated as follows: the flexi-seal control balloon has been drilled, resulting in the complete deflation of the balloon and an expulsion of the device.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported the device was put in place by a nurse on (B)(6) 2014. On (B)(6) 2014 another nurse found that the device was expelled and completely empty, and this last test was expelled and completely empty, and this last test was performed with a syringe and found that there was a micro-hole causing a leak. An investigation was performed by the third party manufacturer, (B)(4), on 02/12/2014 based on the review of the device history records and retained samples. Summary of the investigation is as follows: reviewed device history records (dhrs). Reviewed retained samples from each lot ID in question. During the review of the dhrs and retained samples, team verified and confirmed that no process parts were processed at the specified process parameters. The retained samples were reviewed and examined by the supplier team. In conclusion, the supplier confirmed that the retained samples met the product quality specifications. No further action is required from the supplier. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures.